Manufacturer narrative:
Unknown taper. The device will not be returned for analysis. Further information regarding device catalog and serial number have been requested, to date no additional information has been received by apollo. Without the device or serial number/catalog, the connecter type associated with this event could not be determined. Device labeling addresses possible outcomes of band slip, reflux, nausea, vomiting, and adhesions as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the us pivotal study of severely obese adults, (B)(6) of the subjects undergoing revision surgery were reported to have adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Reported as: a patient in the lap-band (B)(6) study had an adverse event reported as a gastric prolapse/band slippage. The event was reported as a serious ae, with the patient having gerd, nausea and vomiting, and a band slip. The lap-band system was removed and replaced. During the replacement surgery the physician noted "thick fibrous obstruction, mild-moderate band slip and intra-abdominal adhesions."

Manufacturer narrative:
Supplement #1 sent to FDA on 02/04/2016.